Manufacturer narrative:
On (B)(6) 2020, the recipient reportedly underwent skin flap thinning surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock due to a thick skin flap. The recipient has residual swelling and is using a headband to aid in retention. Revision surgery will be scheduled.